Event description:
Revision operative note indicated patient was revised due to pain and varus deformity, as well as clinical workups indicating aseptic tibial component loosening with tibial varus collapse. Revising surgeon indicated that there was synovitis. The femur was well-fixed, but the tibial base plate was obviously loose, removed merely with the surgeon's fingers. There was no cement bonded to the under-surface. Patella was well-fixed, and tracked well, so it was retained.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had bilateral tka on (B)(6) 2017 and had to have left side revised due to tibial loosening. No cement bond between implant to cement. Reason for loosening was not discussed. Loosening occurred at the cement to implant interface. Depuy cement was used. Dor: (B)(6) 2017, doi: (B)(6) 2014, left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor exempt per wi-7915 -known possible complication of joint replacement surgery no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found additional related reports against the provided smartset gmv 40g us eo (product code 545050501, lot number 7797666). A previous device history record (DHR) review (B)(4) did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 02-april-2020: re-opened due to implant photos received june 21, 2019 and medical records received june 17, 2019. The received medical records were reviewed for MDR reportability by a depuy medical professional. There was no new information provided. No updates to the complaint are required. Several photographs were provided for review. The photographs show three revised devices (tibial tray, tibial insert, and femoral component) and the following observations were made: the fixation surface of the tibial tray exhibited no adhered cement. No evidence was found indicating implant loosening. Over 90 percent of the femoral component fixation surface retained adhered cement examination of the tibial insert revealed no anomalies. All three revised device exhibited scratches and other abrasions consistent with removal damage. No further observations pertaining to the nature of the alleged event were identified. No new information received regarding this individual device indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot 7797666.